Manufacturer narrative:
Reporter phone number: (B)(6). (B)(4). Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account communicated that the device operated as expected and will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications, including the applicable sterilization and packaging documentation. It was reported that the heartmate 3 left ventricular assist system (lvas), serial number (B)(4) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for left ventricular assist device (lvad) support, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate 3 lvas instructions for use (IFU) (rev. G) is currently available. Section 1 of this document lists sepsis, multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook (rev. G) is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to multi-system organ failure and sepsis. The source of the sepsis was unknown. The onset of the sepsis occurred on (B)(6) 2023 when the patient was transferred from their implanting center to their rehab center. The death was confirmed to not be device or therapy related. Both devices operated as expected. Related lvad MFR #: 2916596-2023-00480.